Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an ams 700 device was returned to the manufacturer for unknown reasons. Paper work received indicates a surgery occurred and the returned device was explanted. No patient or procedure information was available.

Event description:
It was reported that an ams 700 device was returned to the manufacturer for unknown reasons. Paper work received indicates a surgery occurred and the returned device was explanted. No patient or procedure information was available.